Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when intra-aortic balloon catheter was inserted left axillary 7.5fr, found blood in helium line, no known complications, patient was ambulating.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: d1, d4 (expiration date, UDI) h6 (component code). The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. The extender and pressure tubing were also returned. A visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink near y-fitting approximately 76.2cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared an underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no other leaks were detected. The evaluation determined an inner lumen break within a catheter kink causing the reported problem. It is difficult to determine when or how this occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months. Based on the rational provided above, no escalation to the CAPA process is required. The evaluation determined an inner lumen break within a catheter kink causing the reported problem. It is difficult to determine when or how this occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem.